Event description:
The recipient reportedly experiences tinnitus and taste disturbance. Revision surgery is under consideration.

Manufacturer narrative:
UDI number: (B)(4). The recipient's device was explanted. The recipient continues to experience tinnitus after being explanted.

Manufacturer narrative:
(B)(4). The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The residual gas analysis test revealed the nitrogen level was above the limit. This device was explanted for medical reasons. However, this device had nitrogen that exceeded the limit. Based on an assessment of the helium leak test and dye penetrant test data, it was determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.